Event description:
Lap nephrectomie - "some hips fell out of the device. When placing a clip across the renal artery and releasing the device, the branches of the device could not be opened. So, a part of the artery had to resected (fortunately the anatomy of the pt allowed this and the procedure be finished ordinary." Pt status: the pt is well.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.